Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were noted at 7.1-8.3cm from the tip electrode, consistent with lead friction to another device or feature of the heart and at 42.3-42.5cm from the tip electrode, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 29.7-32.5cm from the tip electrode. Internal insulation abrasions were noted at 13.5-13.9cm, 14.7-15.5cm, 17.2-17.4cm, 18.5-18.9cm, and 33.4-33.8cm from the tip electrode. Internal insulation abrasion under the svc shock coil was noted at 28.5-28.7cm from the tip electrode. The etfe coating was intact.